Event description:
It was reported that surgery took three hours in order to remove the non-functioning device as tissue in-growth had taken place. Apparently, the device had not been functioning since 2007. The preventing symptom was pain. Reconstruction took place and a malleable penile device was implanted at this procedure.

Manufacturer narrative:
Cylinders and pump catalog# 72404231, serial (B)(4), exp. 07/2008. Reservoir catalog# 72404155, serial (B)(4), exp. 04/2008. Device will not be returned for analysis. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Or analysis. Additional device MFR date: 04/2006.